Manufacturer narrative:
Additional information was received that the infection was not device related. The physician believed the infection was due to a catheter that was used during the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient had erythema, pain and purulent drainage from the ipg site. There was also a small amount of purulent discharge at the wires and both areas were cleaned, debrided, irrigated and drained. The wound appeared infected. The patient was admitted to the hospital. The patient had antibiotic therapy for staphylococcal infection for several weeks.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (b)(40, description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.